Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during procedure after laser fired with an intralase patient interface (pi). It was reported that the intralase has begun and suction was lost in the right eye (od). No incision has been made in the cornea, but bubbles had begun to appear. The treatment was aborted, pi switched out and returned. It was reported that no procedure was done on the left eye (os). Patient returned to center two days later for normal 1-2 day post-op to check on the right eye (od). The decision was to proceed with photorefractive keratectomy in right eye and attempt lasik in left eye at next surgery day. The patient's preoperative measurements for the right eye were 20/20 bcva, sphere -0.75, cylinder -0.50 and axis 105. For the left eye, 20/15 bcva, sphere -0.50, cylinder -0.50 and axis 82. It was reported that there was no loss of visual acuity, and that the patient was disappointed that the treatment was not received on the planned date.